Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 (time not known). At an unspecified date/time the patient reportedly obtained blood glucose readings between ¿200-300mg/dl¿ with the subject meter and ¿120mg/dl¿ with her granddaughter¿s freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Although the patient¿s diabetes medication is not known the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation after the alleged issue occurred the patient reportedly developed symptoms of shaking and weakness (date/time not specified). However, the patient denied receiving any form of medical intervention following the reported issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.